Event description:
A balloon ruptured on the first inflation at approx 8-9 atms during an iliac angioplasty of a calcified lesion via a contralateral approach. Another balloon catheter was used to successfully complete the procedure without pt complications. The device was received, evaluated and retained by the MFR. The engineering eval indicated a kink was noted on the shaft under the balloon 1mm distal to the proximal ro marker. The shaft was bowed under the balloon. Pressure testing revealed a leak in the proximal bond area. Microscopic exam revealed chatter marks on the balloon surface. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. This device displayed characteristics consistent with overpressurization a corkscrewed shaft under the balloon, and contact with a sharp external source, scratched on the balloon surface. The follow up also indicated this device was used in a calcified lesion. Co believes the above factors may have contributed to this event. Directions for use state: "if loss of pressure within the balloon occurs during inflation or if a balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully."